Manufacturer narrative:
(B)(4)

Event description:
During follow-up, noise was noted on the ra lead. The lead was explanted and replaced. The patient is in stable condition following procedure.

Manufacturer narrative:
A complete lead was returned for analysis in two pieces. Visual inspection of the lead found multiple external insulation abrasions which were consistent with abrasion caused by friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. This likely contributed to the complaint of noise reported in the field. All other damages were consistent with that occurring at the time of explant. Electrical testing did not find any indication of conductor fractures.